Manufacturer narrative:
Additional information regarding this incident was supplied by complainant. Customer attributed the receipt of error messages to an operator error and says that they were able to obtain a glucose value. Customer stated that the meter produced a 4388 error message at 13:17 by one operator, and the same operator tried again a minute later and the meter produced a 4331 error. A second operator then used the meter and successfully obtained a glucose value 3 minutes later at 13:21. Returned product was investigated and the device was found to be functioning within specification. No product deficiencies were observed. The following error codes identified by the complainant in relation to this issue were: error 4388-(blood filled too slowly); suggested action- training on proper test sequence. Error 4331-(jitter check on falling curve (too high); suggested action- re-try with new strip. Both of these errors can be attributable to improper test technique. Based on the information provided by both the customer and the returned product investigation, there is no indication that the meter caused or contributed to this medical event.

Manufacturer narrative:
The product has been returned and an investigation is in process. A follow-up report will be filed once the investigation has been completed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare provider reported that on (B)(6) 2015 a patient was brought into a hospital emergency room in cardiac arrest. Chest compressions were performed, but the patient was pronounced dead at 13:24. During the time when the patient was being assisted a blood glucose test was attempted using an adc blood glucose meter but with the first attempt an error 4388 message appeared on the display and with the second attempt an error 4331 message appeared. A third attempt was made and this time a reading (not provided) was received. There was no report of any diabetes-specific treatment being rendered.